Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. System error 322 was reproduced during testing. Physical inspection found that the lower latch switch bracket screws were loose allowing the lower latch switch to move in and out from the lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. The lower auxiliary assembly was replaced.